Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the touch screen became unresponsive and they were unable to change from grade 2 to grade 4. Additional info has been requested regarding how the case was completed. No injury to the pt was reported.